Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated MFR report# 3005099803-2008-03714, for a description of the other event. A resolution clip device was used during an unspecified procedure in '08. According to the complainant, when the device was deployed, "it failed to detach." No pt complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received for an eval; however, the analysis has not been competed. Therefore, the cause of the reported malfunction is currently undetermined. The june 2008, 15-month hemostatic clipping product family trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.